Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had encountered with the two catheters purchased lubri-sil¿ bard 175814 lubricath¿ bardex 0168l14. After flushing solution from those foley catheters and they observed lots of particulate matter in the flushed liquid. As per the mail notification received on 07apr2025, the foleys were used transiently, solutions were flushed via catheters within 10min. The details of the catheters, lubri-sil cat# 175814, lot# ngjt1507; bardex , cat# 0168l14; lot# ngjp2155. The foleys were used to test in clinical use simulation. It was expected to be in the body for 30min. Simply saline flushing through catheters causing particulate matters, regardless of patients¿ conditions.

Event description:
It was reported that they had encountered with the two catheters purchased lubri-sil¿ bard (B)(6) lubricath¿ bardex 0168l14. After flushing solution from those foley catheters and they observed lots of particulate matter in the flushed liquid. As per the mail notification received on (B)(6) 2025, the foleys were used transiently, solutions were flushed via catheters within 10min. The details of the catheters, lubri-sil cat# 175814, lot# ngjt1507; bardex, cat# 0168l14; lot# ngjp2155. The foleys were used to test in clinical use simulation. It was expected to be in the body for 30min. Simply saline flushing through catheters causing particulate matters, regardless of patients¿ conditions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.